Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Via MDR report was reported that st segment elevation and air was noted during a procedure. During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. When aspirating sheath, large amount of air was noticed, and st segment elevation seen on electrocardiogram. Coronaries were shot by 1k and no air was noticed. Proceeded with pulmonary vein isolation, and when exchange the pulsed field ablation catheter for a non-bsc catheter. Additionally ablated posterior wall, the st elevation again noted. An atypical amount of air was noted. Nitro was given, 1c again called. St segment elevation resolved with nitro. Right coronary artery again showed no air. No further information was provided. The device is expected to be returned for analysis.

Manufacturer narrative:
Correction to reference medsun. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported via medsun that st segment elevation and air was noted during a procedure. During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. When aspirating sheath, large amount of air was noticed, and st segment elevation seen on electrocardiogram. Coronaries were shot by 1k and no air was noticed. Proceeded with pulmonary vein isolation, and when exchange the pulsed field ablation for non-bsc catheter. Additionally ablated posterior wall, the st elevation again noted. An atypical amount of air was noted. Nitro was given, 1c again called. St segment elevation resolved with nitro. Right coronary artery again showed no air. No further information was provided.